Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing a seizure unrelated to the t:slim pump or diabetes. Customer's blood glucose level at the time was 323 mg/dl. Office personnel attempted to administer correction bolus through the pump but an occlusion alarm occurred. Customer was given a manual insulin injection to bring down blood glucose level. Customer was not hospitalized.